Event description:
A malfunction alarm occurred with the pump, identified by the malfunction code "malf 0." There was no reported adverse impact to customer's blood glucose. The customer did not experience a recurrence of the malfunction after resetting the pump with assistance from technical support. The customer was advised to continue using the pump and to contact support if the issue recurred.